Event description:
It was reported that the patients left knee was revised due to infection. An I & d was performed and the poly was swapped for a new insert.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.